Manufacturer narrative:
The insulin pump received with a blank display due to corroded electronic assy. The motor found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to blank display. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked case on the back at the battery tube area and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had a flickering and dimming screen as well as pump error alarm and then battery failed. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. The customer was assisted with troubleshooting and no report of pump screen flashing when screen was turned on after being in sleep mode. Customer reported that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.